Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.

Event description:
It was reported that the pt was charging her spinal cord stimulator as instructed and received a shock from her ICD. Electrograms show emi noise being sensed on the ventricular channel at the time of the therapy delivery. The physician provided the pt with a magnet to place over the ICD during stimulator charging.